Event description:
I have had pain in my thigh, groin, lower back, both legs. Now have severe swelling, tumors, fatigue, weight gain, and depression. I see a doctor every week who provides my medication to deal with the pain from this hip. I also had to have femur bone surgery because they broke my femur when they put the pinnacle hip in. I'm in constant pain and can't get no relief from it. Left leg is shorter than the right and I once again walk with a severe limp. Have loss of hearing in left ear and blurred vision.